Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the battery door was cracked. During syringe size testing, the reported problem could not be duplicated. The root cause of the reported issue was found to be the customer's configuration accepts syringe size 10ml. No actions will be taken to correct the reported problem, as the problem is due to configuration. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device was not recognizing syringe sizes. No patient injury was reported.